Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger would not power on. Upon evaluation, there was contamination throughout the unit. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not power on.